Manufacturer narrative:
(B)(4) (hyperopic shift), (B)(4)- excessive, (B)(4).

Event description:
Additional information received - the icl exchange surgery was cancelled and the patient was treated with lasik. The icl remains implanted.

Event description:
The reporter indicated, the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's left eye (os) on (B)(4) 2010. The reporter indicated, the icl had an excessive vault. Subsequently, the patient was experiencing narrowing of the angle, angle closure and a hyperopic shift. The icl remains implanted.

Manufacturer narrative:
Evaluation: method: lens work order search, medical review. Results: a lens work order search was performed and one similar complaint was found within the work order. Per medical review - according to use fmea (failure modes and effect analysis) it has been determined that excessive vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Several conditions may arise from this event (i.e. Pupillary block, malignant glaucoma, increased iop etc.). To prevent any of these complications from occurring, the manufacturer recommends that the lens be explanted and/or exchanged with the right size once the surgeon determines that this condition may affect the outcome of the patients vision. Conclusions: based on the complaint history, work order search and medical review, a probable root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. Also, the lens was not implanted in accordance with the dfu requirements, the patient was (b)(6 at the time of implantation, and this constitutes an off-label usage of the device. (B)(4).